Event description:
Boston scientific crm received information that this right ventricular lead was not successfully implanted as the lead would not advance. It was confirmed that the lead would not advance as the subclavian was perforated and the lead was not in the heart.